Manufacturer narrative:
This report is submitted on december 28, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to a middle ear infection (non-device related). Reimplantation is planned but had not taken place at the time of this report.